Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient had a seizure and missed an alert on the cgm. His wife called emergency services. When she checked the cgm it was displaying "low" with no notification or sound. She checked a fingerstick and it was "low" (below 40 mg/dl). Paramedics arrived and checked another fingerstick and it also showed, "low" (below 20 mg/dl). The paramedics treated the patient with IV fluids, inserted a catheter and provided the patient dextrose. After approximately 45 minutes, the patient's blood glucose levels were in normal range. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The patient's estimated glucose values dropped below the low alert threshold of 90 mg/dl at 10:48 pm with an estimated glucose value (egv) of 89 mg/dl on (B)(6). 2025. The app delivered low alerts escalating to 100 percent volume from 10:48 pm to 10:58 pm. At 11:00 pm, the low alert was acknowledged. The egvs dropped to 53 mg/dl, below the urgent low alert threshold of 55 mg/dl, and the app delivered the urgent low alert escalating to 100 percent volume from 11:18 pm to 12:48 am the next day,(B)(6) 2025. At 12:49 am, the urgent low alert was acknowledged. Confirmation of an alert/notification settings issue was undetermined via data. The probable cause could not be determined via data.